Event description:
It was reported that a ventilator displayed a, "restart ventilator" error message. The message persisted after restarting the ventilator and was not allowing the start of ventilation. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the returned dc/dc & standard connectors printed circuit board (pcb) has been completed. No device logs were received. When tested in the reference ventilator, the reported "restart ventilator" message/issue was confirmed and ventilation could not be started. Electrical measurements on the power output pins on the on the returned dc/dc & standard connectors pc board showed that the +5v and +3.3v dc power output feeds were low, making ventilation impossible. The following measurements showed that a transistor in a +12v driver circuit was broken, causing output signals to be low. After the transistor was replaced, the ventilator could be started again. A pre-use check passed and simulated use test ventilation ran for 16 hours without any deficiency noted. If an internal power failure at +3.3v or +5v occurs during ventilation, it may lead to stop of ventilation. Alarms will be generated. The conclusion is that the returned dc/dc & standard connectors pcb failed due to a broken transistor. What caused the transistor to break could not be determined.

Event description:
(B)(4)